Event description:
See also MFR reports # 3004209178-2010-07467 and 3004209178-2010-07468. It was reported that there were impedance readings greater than 2,000 ohms on some of the unipolar pairs. Both the pt's right and left ins showed impedance readings greater than 2,000 ohms on all case pairs and four bipole pairs. The pt's right ins was noted to have depleted ("reached end of service") sometime in 2009, and the pt did not have stimulation for this period of time. Both the pt's implanted ins devices were replaced. It was stated that prior to the ins replacement surgery, the pt's impedances were greater than 2,000 ohm. The pt did receive therapeutic benefit, at that time. After the replacement surgery, the impedance readings were very similar. The MFR rep was to check the impedance readings again in two weeks, when the pt's stitches were to be removed. X-rays were to be performed on the leads. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)